Event description:
It was reported there was no voltage from ventricular output. Follow-up information received found the device was connected to a patient at the time of the event. The device was switched to a different one right away, and there were no patient complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Heart lead flex is out of specification. Battery contacts are compressed, battery drawer is contaminated, side bail covers are broken, and upper and lower cases are broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.